Event description:
It was reported the patient experienced pain at the ipg site. The patient stated the device was moving and uncomfortable. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was implanted deeper.

Event description:
Follow-up information revealed the patient's issue resolved following the procedure.